Manufacturer narrative:
Additional narrative: reporter is a j&j employee. Investigation summary visual inspection: the handle with quick coupling, small (part #: 311.43, lot #7112319) was received at us cq. Upon visual inspection, it was noticed that the handle component was cracked at the dowel pin assembly. No other defects were found on the device. Device failure/defect identified? Yes. Dimensional inspection: a dimensional inspection was not performed due to the post-manufacturing damage and the root cause of the device condition has been identified as a device design deficiency, which has subsequently been addressed. Document/specification review: tap handle for small taps and csk tap handle. Handle, tap handle. CAPA-005371 was launched on (B)(4) 2015 to identify the root cause of handle breakage and reduce its occurrence. Through the CAPA investigation, it was determined that the root cause of the handle cracking was that the tolerances of the holes in the handle were too tight. Depending on the material condition, the press-fit between the metallic shaft/dowel pin and their corresponding holes in the handle could lead to an excessive interference fit condition, in which internal stresses within the handle are created. These internal stresses could lead to the handle cracking and/or breaking. The respective drawings were updated and the design updates were deemed effective. Complaint confirmed? Yes. Conclusion: the complaint was confirmed for the received device as it was cracked but it was not broken into 2 pieces. A valid design defect was identified as the root cause of the cracked condition. CAPA-005371 was launched to address the design defect and was closed on (B)(4) 2017 after effectiveness monitoring of the design changes was deemed effective. No manufacturing issues were identified through the investigation. A corrective and/or preventative action has already been launched and completed to address the design deficiency. See related action. Based on these findings, no additional corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot. Part # 311.43. Synthes lot # 7112319. Supplier lot # na. Release to warehouse date: (B)(4) 2012 manufactured at (B)(4) no ncr's were generated during production. Device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during routine incoming inspection of a loaner set on an unknown date, a handle with quick coupling was broken. There was no patient involvement. This report is for one (1) handle with quick coupling, small. This is report 1 of 1 for (B)(4).